Manufacturer narrative:
Results: upon first evaluation, the strain relief was offset. The strain relief was partially unwound by a penumbra investigator for further evaluation, and the neuron 6f 070 delivery catheter (neuron 070) was fractured approximately 1.0 cm from the hub. The neuron 070 was kinked approximately 16.0 and 70.0 cm from the hub, and ovalized approximately 2.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed it was fractured under the strain relief. This type of damage typically occurs due to forceful handling of the neuron 070 during removal from the packaging or during insertion into a parent catheter or patient anatomy. Further evaluation revealed the neuron 070 was ovalized near the distal tip. This type of damage typically occurs due to forceful pinching or otherwise compressing the neuron 070 during insertion. Evaluation also revealed the neuron 070 was kinked. This damage was likely incidental and may have occurred during packaging for return. Neuron 070 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, while connecting the perfusion devices, the physician noticed that saline solution was leaking from the hub of the neuron 070 to the proximal shaft connection. Therefore, the neuron 070 was removed and the procedure was completed using another manufacturer's catheter. There was no report of an adverse effect to the patient.